Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D9: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: adverse event problem additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.